Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: reverse shoulder arthroplasty exhibiting a disassociated and superior laterally displaced glenosphere. Radiolucencies at glenoid base screw metal interfaces are questionable for loosening. Glenoid baseplate loosening, if present, may be a risk factor for glenosphere disassociation. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in canada. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a revision surgery of a shoulder implant to remove the mini baseplate in order to properly reposition a new one after three failed attempts. No complications, injuries, or foreign bodies were retained during the surgery. Attempts have been made, and no further information has been provided.